Manufacturer narrative:
. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a050501 captures the reportable event bands unable to deploy.

Event description:
Note: this report pertains to one of two speedband superview super 7 devices that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure performed on (B)(6) 2025, for the treatment of varices. During the procedure, the bands would not fire. Another of the same device and the same problem occurred. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty upon setting up the device. There were no patient complications reported as a result of this event.